Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was unable to duplicate the reported failure. During inspection of the logs, the stm observed several error codes consistent with a leak in iab circuit. Subsequently a complete preventive maintenance (pm) was performed with full calibration, functional testing, and safety check. All passed to factory specifications. The stm replaced expired safety disk as part of the pm. The iabp was returned to customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during a cardiopulmonary bypass case, after coming off cpb it was determined the patient needed to go on iabp. During set up of the cs300 intra-aortic balloon pump (iabp) an autofill failure message was displayed. The customer attempted troubleshooting and since it did not resolve the issue, a different iabp was used. The patient never came in contact with the iabp. It was reported there was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during a cardiopulmonary bypass case, after coming off cpb it was determined the patient needed to go on iabp. During set up of the cs300 intra-aortic balloon pump (iabp) an autofill failure message was displayed. The customer attempted troubleshooting and since it did not resolve the issue, a different iabp was used. The patient never came in contact with the iabp. It was reported there was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during a cardiopulmonary bypass case, after coming off cpb it was determined the patient needed to go on iabp. During set up of the cs300 intra-aortic balloon pump (iabp) an autofill failure message was displayed. The customer attempted troubleshooting and since it did not resolve the issue, a different iabp was used. The patient never came in contact with the iabp. It was reported there was no harm or injury to the patient and no adverse event was reported.